Manufacturer narrative:
H3, h6: the navio surgical system italy, pn: npfs02030, sn: (B)(6) used in treatment was not returned to the designated complaint unit for evaluation, therefore, visual and functional inspections could not be performed. The product was not returned however the software files were downloaded from the device and provided for investigation. The screenshots were reviewed and confirmed the navio had initially sized the femur implant as a size 7. The following implant planning screen shows the user having sized the femur down to a size 3, where the system detected implant notching. It is possible that the user may have collected the posterior points off the bone. Navio initializes a femoral component size by evaluating the ap size of the patient¿s anatomy based on the free collection mesh, and sizes the femoral component by choosing the smallest available size based on ap distance that does not introduce notching on the anterior cortex. A possible contributing factor to the navio-selected size 7 femur implant could be the user having created a virtually larger ap distance by collecting posterior points off the bone. From the initial placement, the user has the ability to adjust the size and placement of the component. The navio surgical system is not a substitute for the surgeon¿s experience and skill. The surgeon retains all responsibility for the planning and the conduct of the surgery during which the navio surgical system is being used. The log files confirmed that the initial hip center collection exceeded the error threshold. The second collected hip center passed with an error of .7. An unstable hip joint is a contributing factor to an error threshold greater than 1.0. Minimize hip movement and pivot the femur in a slow, smooth motion. Ensure the hip does not move significantly during rotation. Navio translates the motion of rotation of the femur to find the center of the femoral head. The calculated position of the center of the femoral head is used during virtual construction of the mechanical, or weight bearing, axis. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. As a result of these findings, it was determined that the software functioned as intended; no defect of the system occurred. Based on the investigation, no further containment or corrective action is recommended or required at this time.

Event description:
It was reported that during morphing of femur during a navio tka procedure, the navio was proposing a size 7 femur , but in reality it was a size 4. During hip center collection the error indicated was in red immediately at the beginning of collection and the surgeon tried many times, then accepted the error and continued the procedure. There was a delay of less than 30 minutes. No other complications were reported.